Event description:
Dr. (B)(6) requested roticulating vascular covidien stapler that is not available. Instead used covidien ta30 dst series vascular 2.5 mm stapler. Both felt the suture line was short and the staples were uneven in height. Decided to use ethicon proximate vascular stapler 30 mm vascular to reinforce staple line. Reason for use: removal right chest mass.